Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis, coincident with automated peritoneal dialysis therapy. The peritonitis was manifested by cloudy effluent. On the day of onset, the patient was hospitalized for the peritonitis. The cause of the peritonitis was potentially related to water coming in contact with the site of the peritoneal dialysis catheter, but as this was not clinically verified, the cause of the peritonitis is assessed as unknown. On unreported date(s), the patient was treated with unknown intraperitoneal antibiotics for three days (medication, dosage, and frequency not reported) for the peritonitis event. Following the completion of the intraperitoneal antibiotics, the patient was treated with unknown oral antibiotics (medication, dosage, frequency, and duration not reported) for the peritonitis event. After eight days of hospitalization, the patient was discharged. On an unknown date during the hospitalization, a new peritoneal dialysis catheter was placed and the old peritoneal dialysis catheter was removed. Dianeal therapy was ongoing. The patient was recovered from the peritonitis. No additional information is available.